Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance cardiosave intra-aortic balloon pump (iabp) had failed drive manifold leak test. There was no patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h6 (type of investigation, investigation findings, component codes, investigation conclusions). Correction: e1 (initial rep name/ email) e4, g2. A getinge field service engineer (fse) reported the drive manifold was defective and needed to be replaced. Upon repair, the unit passes all functional and safety tests per factory specifications. The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 15 apr 2025. The failure analysis and testing dept. Received part number 0104-00-0031 with a reported unit failure of the drive manifold test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the manifold in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Part fails the drive manifold test due to a vacuum and pressure leak. Refer to CAPA 1406400, for more information regarding additional investigation details.